Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned. The balloon did not appear to have been inflated, as it was still folded. A complete circumferential outer shaft break was noted at the proximal balloon to shaft joint. The inner polyimide underneath was kinked at this location but was noted to be intact. The break was examined under magnification (20x). The edges of the outer shaft break were observed to be slightly stretched, indicating that excessive tension may have been applied to the shaft. No other anomalies noted on the device. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed with no issues. Medical records & image/photo review: no medical records nor any images/photos were provided for review. Conclusion: the investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon to shaft joint. Based on the returned sample condition (i.e. Kinked polyimide with stretching at the break site), it is possible that external forces were applied to the device. It is unknown if the manner in which the device was removed from the packaging contributed to the reported event. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation: remove catheter and sterile stylet pouch from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Remove the balloon guard by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the guard and slide distally off of the balloon catheter. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal from its packaging, the pta balloon was observed to be partially detached from the catheter at the balloon to catheter bond joint. There was no patient involvement. Another pta was used to successfully perform the procedure.